Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see drips out of the tubing during fill tubing. The customer retightened the luer lock connection and drips were able to bee seen out of the tubing. There was no impact to the customers' blood glucose level.